Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the patient was transferred in to the customer's site from a different facility and upon plugging in the fiber optic sensor into the iab pump (iabp) there was an optical sensor failure alarm generated. The customer connected the fluid column to a transducer cable, zeroed, and then the waveform did appear. The customer did attempt to use a second iabp and the message was regenerated. The indication for use was a bridge to surgery. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the patient was transferred in to the customer's site from a different facility and upon plugging in the fiber optic sensor into the iab pump (iabp) there was an optical sensor failure alarm generated. The customer connected the fluid column to a transducer cable, zeroed, and then the waveform did appear. The customer did attempt to use a second iabp and the message was regenerated. The indication for use was a bridge to surgery. There was no reported injury to the patient.

Manufacturer narrative:
Additional information received from hospital explaining the catheter was discarded.